Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection found the cause was an out of adjustment upper pusher. The reported condition was verified. The device was found out of specification in relation to the customer reported 'did not upstream occlude during testing' which was reproduced during evaluation. The upper pusher was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not upstream occlude during the preventive maintenance at the biomed service department. There was no patient involvement. No additional information is available.